Manufacturer narrative:
There was no pt involvement, thus no pt data available. There is no exp date for this product. The serial number was unk at the time of this report. Due to no identified serial number, there is no date of manufacture for this product at this time. The occupation of the initial reporter was unk at the time of this report. Eval summary: it was reported from the customer that in operating room 2, the led light #2, the rear-end cap at the elbow fell off. The cover did not fall in the sterile field and did not hit anybody in the operating room. However, if the cover had fallen onto/into a pt, or hit somebody in operating room, or had fallen in sterile field, a serious/severe adverse health event could have occurred. There was no pt involvement or adverse consequences associated with this nonconformance. This is not a single use device.

Event description:
(B)(4). It was reported from the customer that in operating room 2, the led light #2, the rear-end cap at the elbow fell off.